Event description:
It was reported that pump displayed malfunction alarm and customer did not experience blood glucose level above reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, performed reset with assistance, and pump reset resolved issue, with no additional information provided beyond successful resolution.